Manufacturer narrative:
(B)(4). Eval, results: (migration, endoleak), (insufficient info; cause is unk). Conclusions: (insufficient info; cause is unk).

Event description:
An aneurx bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal aneurysm, approx four or five yrs ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the stent graft has migrated with a proximal type 1 endoleak present and there is enlargement of the aaa and pain onset. Another MFR's device was used to address the stent graft migration and endoleak. No add'l clinical sequelae were reported, and the pt is fine.